Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) competitor pacing lead (B)(6) 1986. (B)(4).

Event description:
It was reported that the patient presented with a lead warning and a polarity switch on the atrial lead. The clinician tried to program to the lead back to bipolar, but sensitivity interlocks occurred and it was decided to just leave it in unipolar until the next visit. It was not known if the impedance was high or low that caused the switch. The lead remains in use. No patient complications have been reported as a result of this event.